Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the customer called to inform that the bravo recorder was received with an error on the screen. The data could not be saved which resulted in a repeat procedure. The patient is fine.